Event description:
It was reported that at 09:20 a.m. On (B)(6), 2023, the nurse was ready to give the patient an indwelling needle for a disposable implantable drug delivery device, and the inspection found that the needle cap of the indwelling needle of the disposable implantable drug delivery device was separated from the needle body and pierced the nurse's sterile gloves.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.